Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose.